Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0ah9d, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 03-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it did not work and wanted it removed. The environmental/external/patient factors that may have led or contributed to the issue are not known to the rep. To the rep's knowledge, there was no troubleshooting performed prior to explant. During explant, the lead could not be removed to positioning. The hcp attempted to remove the lead, but as they were getting down to the sacrum, the hcp couldn't see any tines. The hcp called for an x-ray and saw the lead was extremely deep so the hcp decided not to remove the lead due to the location of the tines. The hcp coiled up the lead and sutured it down. The hcp did not want to remove it because he didn't want to cause further damage and/or break it in the process. The issue was not resolved at the time of the report. No further patient complications have been reported as a result of this event.